Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 20 x 2.75mm was returned for analysis. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and positive pressure were noted as its folds were opened with crimp markings visible on the exposed balloon profile. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22dec2022. It was reported that crossing difficulties were encountered. The patient underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 20 x 2.75 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications reported and the patient status was stable. However, returned device analysis revealed stent detached.